Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the facility biomedical engineer, sorin group (B)(4) learned that the reported motor control failure was not reproduced during testing. The biomed stated that the error occurred when the perfusionist was loading the tubing into the pump raceway just after the system was powered on. The service request has been canceled by the customer. As the issue could not be reproduced by the facility biomed, the unit was not made available for investigation and the root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Not reproduced by facility biomed.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed a motor controller fault during a procedure. There was no report of patient injury.